Event description:
This event was reported as a pre-op diagnosis of endocarditis. At explant no evidence or peri-valvular leak or abscess. The post-op diagnosis was nonfunctioning noncoronary cusp with cardiomyopathy. No further info was provided.